Manufacturer narrative:
A user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is listed in h10. No further information was provided. The manufacturer is closing the file on this event. H10: intermacs nyfl-100256(102244).

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the pump's periodic speed had dropped. Elevated power and wide pulse pressure were observed. Minimal systolic, but no diastolic flow was observed on echo. It was also reported that after every beat, the aortic valve was noted to have opened. Two days later the patient was taken to the operating room (or) because of a red heart alarm, indicating that the pump had stopped working. The patient arrived in the or with the pump on, but with no flow. The patient received a pump exchange. The patient expired on (B)(6) 2014. According to the vad coordinator, the patient's expiration was not device related and the pump functioned as intended. Additional information was received from the intermacs registry stating: tee confirmed thrombus with her aortic root subsequent embolism to bowel and lower extremities. Min systolic and no diastolic flow thru pump. Pump off event on (B)(6) 2015 at 2am. Additional information also included indicated that the patient expired on (B)(6) 2014 due to withdrawal of support, specify.

Manufacturer narrative:
Section h10: correction.